Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Gtin number for item: 2420-0500, lot: 1707323 is (B)(4).

Event description:
The customer reported that after the start of a chemo infusion, the pump began alarming air-in-line. The alarm prompted the clinician to open the pump door to check the tubing when chemo leaked onto the floor and the tubing also fell to the floor. There was no patient harm.